Manufacturer narrative:
The device was serviced by a service technician as part of preventive maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-38 alarm and f-73 alarm were identified during functional testing and the review of the alarm log. The cause of the f-38 alarm was determined to be out of specification force sensing resistors. The cause of the f-73 alarm was determined to be a damaged central processing unit (cpu). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm and an f-73 (overcurrent to motor) alarm. No additional information is available.